Event description:
Husband of home patient felt that home patient was being overfilled while using the homechoice cycler for automated peritoneal dialysis therapy. Husband states the ultrafiltrate volumes for his wife were low, and he felt that his wife was receiving an incomplete drain followed by a full fill. Husband states wife had ultrafiltrate volume of 300ml, and was unable to provide any further ultrafiltrate volume details. Husband of home patient states home patient normally uses 2.5% dextrose solution bags for therapy; however home patient was using all 1.5% detrose solution bags when low ultrafiltrate occurred. According to home patient's husband, there was no pt injury or medical intervention as a result.